Event description:
It was reported that a mobi-c device came apart during impaction into the disc space without releasing with the inserter. The device was removed and replaced with another mobi-c implant with no impact on the patient.

Manufacturer narrative:
Corrections in d9 and h3. Additional information in d4: expiration date and UDI number, h4, and h6: component, investigation type, findings, and conclusions. Inspection the returned device matches the information in the complaint file and was examined. Visual inspection revealed the device has disassembled. The insert was not returned, therefore a functional evaluation could not be performed. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a mobi-c device came apart during impaction into the disc space without releasing with the inserter. The device was removed and replaced with another mobi-c implant with no impact on the patient.